Manufacturer narrative:
(B)(4) (importer) has inspected the device and found the unit to be working within the manufacturer's specifications. Approximate age of applicator is 4.5 years. (B)(4) forwarded the alleged incident information to alma laser ltd (manufacturer) for further investigation. In absence of any medical records, photos or measurements, the alleged incident cannot be substantiated. Given the lack of details, alma is submitting this report to the FDA in good faith efforts. Should any information become available, alma will submit supplemental report within the FDA published timelines.

Event description:
In 2017, the patient underwent three vaginal procedures with the suspected device. Per the facility, the patient returned after a year for another treatment as she noted improvement. The practioner performed bimanual exam and noted shortened vaginal canal and scarring.